Event description:
The customer reported that the system gave an error that required a shut down and re-boot. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted and the fuses were reseated during the service call. The system was tested and found to be working as intended and put back into service.